Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had multiple downstream occlusion errors. This occurred during programming /setup at the medical surgical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6, h10 : h10:the device was received for evaluation. During functional testing, "multiple downstream occlusion errors" was not reproduced. A review of the event history log revealed multiple "downstream occlusion!" Alarms. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor being out of specification. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.